Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported [medwatch report: mw5183985] by the patient that the implanted spinal cord stimulator lead became infected and had to be surgically removed, date of event unknown. The patient believes the infection and removal surgery cause serious damage to the spine. Additional information is unable to be obtained as the initial reporter elected not to be identified.

Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified.